Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of stenosis is listed in the the xience v everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI number is not known as the part and lot number were not provided. Estimated date of event- (B)(6) 2023. Estimated date of implant- (B)(6) 2021.

Event description:
It was reported that the patient had an unspecified xience stent implanted two years ago and has 60% restenosis. There was no clinically significant delay reported for the original procedure and treatment is unknown. There is no additional information provided.